Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited high impedances. It was noted that the patient had experienced syncope. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.